Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they were hospitalized on (B)(6) 2016 at 6 pm with a blood glucose level of 15 mg/dl. The customer was treated for their blood glucose with IV. The customer passed out while cooking and had a seizure. There was no issue with the customer's insulin pump. The customer stated that they will consult their healthcare provider about what may have caused their blood glucose to drop. The customer did not return the product back for analysis.